Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(4)). The controller event log files contained approximately 14 days of data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). A controller fault alarm activated on (B)(6) 2023 at 4:53:11 due to a lcd communication fault activating. The driveline was disconnected on (B)(6) 2023 at 13:19:18 to exchange the system controller. The alarm remained active until the controller was powered down following the controller exchange. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number hsc-103438, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with a controller fault alarm, resulting in a controller exchange. Log file review captured controller internal fault events starting (B)(6) 2023 at 4:53am. This indicated communication between the liquid-crystal display (lcd) and the controller micro or the lcd itself was not functioning properly.